Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the compact system within 10 minutes: 72 mg/dl and 142 mg/dl. Customer received an unspecified error message between the readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, drum has been discarded. Replacement was sent.